Event description:
During a supraventricular tachycardia procedure, there was no communication between the amplifier and the pc and the procedure was cancelled. There were no consequences to the patient and the procedure has been rescheduled. A new amplifier was obtained which resolved the issue.

Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received for investigation. The returned amplifier initialized correctly upon successful completion of the hardware self-test and failed to establish communication, which confirms the field reported issue. Inspection of the internal components confirmed that all the expansion cards were fully seated, and all the data cables were properly secured. The single board computer was temporarily replaced, and normal functionality was restored to the system. An uninterrupted communication test was then successfully performed at the anticipated transfer rate of approximately 2000 packets per second. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the single board computer.